Event description:
It was reported that a user experienced signal loss of dexcom g7 continuous glucose monitor (cgm) glucose readings to the ilet, after which readings returned during the same call, and no further assistance was required. No adverse clinical symptoms reported. Outcomes included no impact on health and no medical intervention or hospitalization. User support included user education and troubleshooting that confirmed connectivity had been restored and pairing status was functioning at call end. Investigation of this case revealed transient communication loss between the cgm and the ilet without hardware failure and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient connectivity disruption.

Manufacturer narrative:
Initial.